Manufacturer narrative:
The subject device was not returned to any of olympus locations, because the user did not apply for repair. Therefore, olympus could not investigate the subject device. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the followings. The failure of the image processing circuit board. The failure of the power supply circuit board. The failure of the lcd panel.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image turned black. The user replaced the subject device with another device and completed the intended procedure. The subject device was used with the video system center (cv-290). There was no report of patient injury associated with the event.